Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 38-year-old female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, multigravida, parity 4, heavy periods, cholecystectomy, human papilloma virus infection and gallbladder removal. Previously administered products included for ear infection: augmentin; for birth control: ortho tri-cyclen and nuvaring. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included flu. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012 for anxiety and depression. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and back pain ("pain: back area") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical essure coils removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, depression and back pain was resolving and the migraine, vaginal haemorrhage, menorrhagia, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Insertion detail: right 08, and left 03 od coils in uterus. She did not alleged essure caused any birth defect. Event "pregnancy (with complications)" was not captured since it was reported post essure reversal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Blood test - on (B)(6) 2015: pregnant positive. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound doppler - on (B)(6) 2011: pain and swelling of bilateral lower extremities. Lot number: 880422 manufacturing date: 2011-07. Expiration date: 2014-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-jul-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 38-year-old female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, multigravida, parity 4, heavy periods, cholecystectomy, human papilloma virus infection and gallbladder removal. Previously administered products included for ear infection: augmentin; for birth control: ortho tri-cyclen and nuvaring. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included flu. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6)2012 for anxiety and depression. On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and back pain ("pain: back area") and was found to have weight increased ("weight gain"). In (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (surgical essure coils removal,tubouterine implantation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the migraine, anxiety, weight increased, alopecia and pregnancy with contraceptive device outcome was unknown and the headache and depression was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, back pain, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Insertion detail: right 08, and left 03 od coils in uterus. She did not allege that essure caused any birth defect. Discrepancy - post implant pregnancy in the current version and event pregnancy (with complications) reported as post essure reversal surgery in the previous version. It was a potential risk surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Blood test - on (B)(6)2015: pregnant positive. Hysterosalpingogram - on (B)(6)2012: essure device was successfully occluded. Ultrasound doppler - on (B)(6)2011: pain and swelling of bilateral lower extremities. Lot number: 880422 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a 38-year-old female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cesarean section, multigravida, parity 4, heavy periods, cholecystectomy, human papilloma virus infection and gallbladder removal. Previously administered products included for ear infection: augmentin; for birth control: ortho tri-cyclen and nuvaring. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included flu. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012 for anxiety and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and back pain ("pain: back area") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (surgical essure coils removal,tubouterine implantation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved, the migraine, anxiety, weight increased, alopecia and pregnancy with contraceptive device outcome was unknown and the headache and depression was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered alopecia, anxiety, back pain, depression, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Insertion detail: right 08, and left 03 od coils in uterus. She did not allege that essure caused any birth defect. Discrepancy - post implant pregnancy in the current version and event pregnancy (with complications) reported as post essure reversal surgery in the previous version. It was a potential risk surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Blood test - on (B)(6) 2015: pregnant positive. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound doppler - on (B)(6) 2011: pain and swelling of bilateral lower extremities. Lot number: 880422 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : new events ¿ post-implant pregnancy and device ineffective added. Outcome of the events pertaining to pain and bleeding updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in a (B)(6) female patient who had essure (batch no. 880422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, multigravida, parity 4, heavy periods, cholecystectomy, human papilloma virus infection and gallbladder removal. Previously administered products included for ear infection: augmentin; for birth control: ortho tri-cyclen and nuvaring. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included flu. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2012 for anxiety and depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("anxiety/mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss") and back pain ("pain: back area") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical essure coils removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, headache, depression and back pain was resolving and the migraine, vaginal haemorrhage, menorrhagia, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Insertion detail: right 08, and left 03 od coils in uterus. She did not alleged essure caused any birth defect. Event "pregnancy (with complications)" was not captured since it was reported post essure reversal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Blood test - on (B)(6) 2015: pregnant positive. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound doppler - on (B)(6) 2011: pain and swelling of bilateral lower extremities. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet received. The case is incident. The case is medically confirmed. Events ¿migraines, headaches, abnormal bleeding (vaginal, menorrhagia), depression, anxiety/mental anguish, weight gain, hair loss and pain: back area¿ were added. Reporter, demographics, medically history, concurrent condition, lab data, concomitant medication, essure insertion/removal date, essure lot number, essure indication (amended) were added. Events ¿depression, headaches, pain: pelvic pain/back area¿ outcome was updated to recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.